Event description:
The customer contact reported a delay of critical therapy during an alarm condition. During a "code blue situation, " the device was programmed to deliver "nss at a rate of 999ml/hr" and delivery started. No further programming parameters were provided. After an unspecified length of time, the nurse reported the device sounded an audible alarm tone with a "solid shrill alarm." It was reported that the nurse connected "another IV tubing to another solution bag" and "initiated another mode of delivery and the device was not exchanged at that time." There were no reported adverse patient effects. No medical interventions required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.